Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6). Implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that they experienced a long lag when attempting to bolus, and they had to wait 3-4 minutes before the bolus was delivered. The caller stated that they met with their healthcare provider (hcp) last week and their hcp attempted to clear "catch data" but wasn't confident that they did it correctly. They stated that after that, service code 338 continued to display within the app. The agent asked the patient for the exact details of the message. The patient stated that it said the connection to the pump was interrupted, their session was ended, and they must exit and restart the app with service code 338. The patient mentioned that they restarted the app, but the message continued to display. The agent walked the patient through clearing the data. The patient then connected to the app and confirmed that they were able to successfully connect to their pump and request/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue. The patient called back and stated they kept getting the 338 message. During the call, the patient closed all applications and when they tried to connect to the app, they got service code 338 right away.